Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2022-00796. It was reported the patient experienced rib stimulation due to lead migration. In turn, the patient underwent surgical intervention wherein both existing leads were explanted and replaced to address the issue. Therapy was restored post procedure.